Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/26/2017 - voicemail, 7/31/2017 - voicemail, 8/3/2017 - voicemail (B)(4). Following the case, the clinician reportedly disassembled the bellows assembly unit and noted excessive moisture. The bellows was reattached, moisture removed, and the unit was reassembled. When a ge healthcare service representative arrived to check the unit, the reported complaint could not be duplicated. The latch, u-cup seal, and rim were replaced.

Event description:
The hospital reported that, during a case, the bellows popped off its position. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.